Event description:
Cannula broke off and anticancer agent (randa) got inside of the patients eye(s).

Manufacturer narrative:
If the sample is returned, an investigation will be completed and a follow-up report filed. (B)(4).